Event description:
The user was seen in the clinic with an extruding device. The surgeon plans on explanting the device and letting skin heal before determining if the user will be re-implanted. It is unsure what caused the skin to break down over the implant. There is no infection present.